Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 5/1/2024, it was reported by a sales representative via sems-06554848 that an ar-9676 angled reamer driver shaft was jammed in the ar-9597-20 angled reamer sleeve during final baseplate reaming. The surgeon felt it jam up right at the end of his reaming. The scrub tech could not remove the inner shaft, and is still jammed. The case was completed successfully, and nothing broke off inside the patient. This was discovered during an rtsa procedure on (B)(6) 2024, with no reported patient harm. Additional information received on 5/6/2024: there was no case delay.

Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misuse due to interference with the mating instrument.